Event description:
Performing lumbar through sacral vertebra (l5-s1) transforminal lumbar inter-body fusion with extension to pelvis. Screw driver tip broke off in head of screw while placing screw into bone. Resulted in screw needing to be cut off at bone level with metal cutter. Potential for metal shaving retention. Irrigated copiously.====================== manufacturer response for power cmas screwdriver, power cmas screwdriver======================wanted equipment back for testing, we have secured.